Event description:
An adc meter reading of 107 mg/dl and lab reading of 68 mg/dl completed within 10 minutes. Test was performed on the finger. There was no report of death, serious injury or mistreatment associated with this event.